Event description:
It was reported, ¿I guess momma¿s saying she was on the internet saying that the people say they had a cracked pump. I suspected they¿re just talking about cracked catheters and things but I¿ve never heard of the pump cracking¿. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).